Event description:
The customer reported via phone call that the settings on his insulin pump were off. The customer explained that typically when he programmed 80 carbohydrates into the insulin pump, the device would deliver 10 units of insulin. However, at the time of the call the customer was saying that the insulin pump was delivering more than that. The customer's blood glucose was 147 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer later acknowledged that the parameteres were not entered correctly and was able to resolve the issue. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.